Event description:
Within medical documentation of (B)(4) it became obvious that patient was revised before: revision of hip head and pe inlay left hip because of dislocation. Doi: (B)(6) 2014; dor: (B)(6) 2018; unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product name: pinn mar +4 10d 36idx56od, product code: 121936156, lot number: 534555. Bfarm DHR review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 06/2014. 3) any anomalies or deviations identified in DHR: no anomalies or deviations identified. 4) expiry date: 05/2019. 5) IFU reference: 090200701 IFU tot hip pros rev. N.